Event description:
A user reported that if he sent the same beam more than once from the same focus export session, the mlc leaf offset is added again. The mlc leaf offset should only be added once regardless of the number of times the beam is sent. No pts were treated.